Event description:
It was reported that the articular surface would not lock into the tibial tray. Another implant was used to complete the procedure.

Manufacturer narrative:
Eval summary: visual inspection reveals damage to the locking mechanism and ide rail indicating that it was not properly aligned with the mating feature on the tibial plate. It is possible that the problems encountered are related to surgical technique. Eval: dimensional analysis shows the device to be conforming to print specifications. Device history records indicate all components were manufactured and inspected to specification. No mfg abnormalities could be detected.